Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other text: h2: see a1, b3 and h6 (patient code).

Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received in fair physical condition with a scratched screen and case separation. The event history log was reviewed and there was evidence of the reported issue. Functional testing was performed and the reported issue was unable to be duplicated. A cassette was attached and the pump ran with no issues. The event history log was reviewed and showed multiple 41541 error codes. The optic flex sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error 41541. There was no reported adverse event.